Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the external interface pcb. The system operates as intended.

Event description:
It was reported that the 9800 system was not allowing the user to send images to pacs storage server. No patient injury was reported.